Event description:
It was reported that a magnesium 4g/50ml infusion was programmed at 12.5ml/hr; approximately 10 minutes into the infusion, the patient complained of chest tightness, redness and flushing. The pump was paused. The customer did not allege that an over infusion occurred. They also stated that there were 8 air in line alarms during the duration of the infusion. There was no lasting harm. Although requested, no further information was received.

Manufacturer narrative:
Correction: the suspect device is now a disposable product and requires a new manufacturer report number. Please reference manufacturer report number 9616066-2019-02108 for MDR reporting.

Manufacturer narrative:
Concomitant medical products: 50 ml hospira bag ndc 0409-6730-13 exp apr 2020 magnesium sulfate injection;1000 ml baxter bag lot y300228 exp sept 2020 magnesium sulfate injection;100 ml baxter bag lot 19a11g50 exp 09/2020 0.9% nacl injection; curos cap;250 ml baxter bag lot y299792 exp sept 2020 0.9% nacl injection; 50 ml baxter bag lot p387670 exp dec 2019 kcl injection, therapy date: (B)(6) 2019. Patient was an adult. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that an intermittent primary infusion of magnesium 4g/50ml infusion was programmed at 12.5ml/hr; approximately 10 minutes into the infusion, the patient complained of chest tightness, redness and flushing. The pump was paused. The customer did not allege that an over infusion occurred. They also stated that there were 8 air in line alarms during the duration of the infusion. There was no lasting harm. Although requested, no further information was received. The event occurred in the hematology /oncology department.